Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: spinal degeneration, disc herniation procedure: spinal internal fixation+fusion surgery it was reported that intra-op, implant was broken while insertion. No patient complications were reported.

Manufacturer narrative:
Product analysis results: visual examination confirms the implant is fractured into multiple pieces and broken. Optical inspection of the fracture surfaces I identified morphology consistent with brittle overload . It appears the implant broke during the implantation process. This type of damage is consistent with excessive force. If information is provided in the future, a supplemental report will be issued.